Event description:
The customer reported that during a diagnostic procedure, she had 2 olympus single-use aspiration needles experience issues. According to the initial reporter, the plastic piece separated from the device. Reportedly, the device was placed down the ebus scope when the reporter felt pressure, she retracted the needle for removal, but the sheath separated and stayed in the working channel, causing the needle to come out alone. The customer went on to confirm that the procedure was not prolonged by this instance, the staff just changed to a 22g needle instead. The procedure was completed without any reports of patient harm. This is reported 1 of 2 as the customer noted there were 2 needles that experienced this failure mode. Please see related report with patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Updated: h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported plastic piece separating from the needle issue could not be confirmed and a root cause could not be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.